Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer¿s blood glucose level was 600 mg/dl. Customer treated their high blood glucose levels via insulin pump and insulin drip. Customer¿s current blood glucose level was 131 mg/dl. Customer advised they experienced diabetic ketoacidosis seven separate times and believed the infusion set was the reason. Customer was admitted to saint anthony hospital. Customer advised they experienced diabetic ketoacidosis and they were placed on insulin drip. The customer was disconnected from the device for less than 48 hours prior to the incident. Troubleshooting did not occur. The insulin pump will not be returned for analysis.